Manufacturer narrative:
Correction: date of event should have been (B)(6) 2017 rather than (B)(6) 2017.

Event description:
It was reported that a patient presented for a post implant check. An x-ray confirmed the dislodgement of the right atrial lead. The lead was explanted and replaced on (B)(6) 2017. The patient was stable post procedure.